Event description:
A malfunction occurred on a pump as reported by the caller. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to report back if any malfunction codes appear again, and they acknowledged this instruction.